Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the cannula was split when removed. Troubleshooting was performed. After looking at the sensor, the customer reported the sensor cannula was not intact. The patient¿s blood glucose level was 345 mg/dl at the time of the incident. The sensor is expected to be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula broken with missing broken part see attached file for details.